Event description:
Patient reported "deflation". Later, healthcare professional confirmed the events. This record is for the left side. The device was explanted, replaced and was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflation". Later, healthcare professional confirmed the event. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". Later, healthcare professional confirmed the event. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "deflation". Later, healthcare professional confirmed the event. This record is for the left side. The device has been explanted.